Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and its medical application and the customer did not agree with the statement ¿the instructions for use (IFU) for the following bard / becton dickinson products provides sufficient information about the products and their medical application.¿ in relation to bardex i.c. 2-way council tip foley catheter trays(strip pack) ,no french size specified and informed that in their opinion the instructions for use (IFU) did not provide sufficient information about the product previously mentioned and its medical application because of "lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training¿. Stated that respondent indicated they did not believe the benefits outweigh the risks.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and its medical application and the customer did not agree with the statement ¿the instructions for use (IFU) for the following bard / becton dickinson products provides sufficient information about the products and their medical application.¿ in relation to bardex i.c. 2-way council tip foley catheter trays(strip pack) ,no french size specified and informed that in their opinion the instructions for use (IFU) did not provide sufficient information about the product previously mentioned and its medical application because of "lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training¿. Stated that respondent indicated they did not believe the benefits outweigh the risks.